Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Pump was functionally tested and performed normally. Could not conduct high pressure test because customer did not have clamp. Customer rec'd a35 alarm during prime.